Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analysis of the history files one air bubble alarm could be detected.. The sample was subjected to a visual and functional examination. A functional test was perfomed. The self test was successfully finished and it was possible to bring the pump in operation. A delivery accuracy measurement according was arranged. The downstream sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. Further a special functional test of the air sensor was performed. Air bubbles werer injected ito the infusion line. All values according to the specifications of the technical safety check (tsc). During the disassembling the device no damages could be detected. The complaint could be not confirmed. During the performed delivery accuracy measurement and the test of the air sensor no deviation of the pump could be detected. The pump operate within our specification.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in australia): "air in infusion line while infusion occu" the issue was that air was infused through the pump and in to the patient without the air in line sensor/alarm being activated.